Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 11 months. The event occurred at national heart center of singapore. The pump was not explanted and therefore not returned for evaluation. A correlation between the device and the reported event could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011 and was independent and ambulatory following discharge. It was reported that in (B)(6) 2016, while staying in the (B)(6), the patient experienced a driveline infection and was treated with a short course of antibiotics. The lvad driveline infection persisted and in (B)(6) 2016 the patient developed a pump pocket infection requiring IV antibiotics and IV inotropic support due to unspecified hemodynamic instability. Ultrasound guided aspiration and placement of a drain superior to the pump pocket site was performed in the (B)(6). The patient was stabilized and transferred back to the implanting center for further treatment. Immediately upon transfer to singapore, surgical open drainage of the pump pocket was performed followed by long term outpatient vacuum assisted dressings. The pump pocket infection progressed and the patient developed a (B)(6), as well as bacteremia from early 2017, requiring multiple hospital admissions for augmentation of IV antibiotics. The patient subsequently expired on (B)(6) 2017 reportedly due to infection associated with the pump pocket. No additional information was provided.